Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the integrated circuit tested out of specification.

Event description:
The patient reported the remote monitor was making all phones in the household busy and was always blinking. The remote monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.